Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. The IFU for this product states, "precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture. Do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports that upon arterial line insertion, after the guidewire was inserted into the arm, it got stuck on the catheter. It was very difficult to remove from the arm and the guidewire appears to have uncoiled during this process. Guidewire remained in patient's arm and was not removed. Patient expired shortly after. Customer reported there was no harm to the patient due to the guidewire and the reported event did not result in delayed treatment to the patient or death. The patient's condition was reported to be critical prior to device use. The patient's cause of death was unknown at the time of this report.

Event description:
Customer reports that upon arterial line insertion, after the guidewire was inserted into the arm, it got stuck on the catheter. It was very difficult to remove from the arm and the guidewire appears to have uncoiled during this process. Guidewire remained in patient's arm and was not removed. Patient expired shortly after. Customer reported there was no harm to the patient due to the guidewire and the reported event did not result in delayed treatment to the patient or death. The patient's condition was reported to be critical prior to device use. The patient's cause of death was unknown at the time of this report.

Manufacturer narrative:
Qn#(B)(4).